Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that sec 20dp w/ss dc low sorb disconnected and leaked. The following information was provided by the initial reporter: material no:11532269, batch no: 20045866. It was reported the tubing disconnected resulting in leakage of the saline onto the floor. Nurse took the tubing out of the packaging, and attached to primary line to back prime, found that the saline would not flow through the IV line and then realized the saline was leaking on the floor and there was a disconnect in the tubing. Not in use ¿ product was removed from the bag and upon trying to prime line was found to be defective.

Manufacturer narrative:
The customer reported ¿the tubing disconnected resulting in leakage of the saline onto the floor¿. Received from the customer was one used secondary set model 10014881 lot 20035022 with its original package. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed a separation at the engagement between the tubing sleeve (p/n 620-00065) and the drip chamber¿s outlet port (p/n 11621576). Clear liquid was observed in the set¿s drip chamber and tubing. Further visual inspection using a microscope observed that the tubing sleeve had insufficient solvent applied at the engagement during manufacturing process. No other abnormalities were observed with the sets. Functional testing was not performed due to the separation and the leaking that would occur. A dimensional analysis was performed on the tubing and the drip chamber outlet port¿s outer diameter. The inside diameter of the tubing measured 0.106¿, within the specification of 0.107¿ +/-0.005¿. The outside diameter measured 0.145¿, within the specification of 0.145¿ +/- 0.003¿ on both separated sets. The outside diameter at the top of the drip chamber¿s tubing connection area measured 0.121¿, within the specification of 0.122¿ +/- 0.002¿. Equipment used (inspection and measurement performed on 23-sep-20) calipers, eq02784, calibration due date: 19-dec-20; pin gauges, eq08349, calibration due date: 14-jul-21, optical ram-cnc, eq08204, calibration due date: 05-feb-21. The device history record for secondary set model 10014881 lot 20035022 was performed. The search showed that a total of 14,400 units in 1 lot were built on 09 march 2020. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame. The root cause of the disconnected tubing was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing to the drip chamber's outlet port due to equipment and/or operator error. Bd/tijuana manufacturing is aware of this failure and has addressed this issue under CAPA 85340. The CAPA¿s effectiveness check plan targets a 60% reduction in complaints per million and the corrective actions are in place to help mitigate the failure. Bd/tj manufacturing will continue to monitor this issue for an increase in frequency.

Event description:
It was reported that sec 20dp w/ss dc low sorb disconnected and leaked. The following information was provided by the initial reporter: material no:11532269, batch no: 20045866. It was reported the tubing disconnected resulting in leakage of the saline onto the floor. Nurse took the tubing out of the packaging, and attached to primary line to back prime, found that the saline would not flow through the IV line and then realized the saline was leaking on the floor and there was a disconnect in the tubing. Not in use ¿ product was removed from the bag and upon trying to prime line was found to be defective.